Event description:
I got my breast implants december 9 of "20/14" not sure exactly how many years after but I started having problems like indigestion, tightness in my chest. I was looked at the hospital nothing was found. This is still reoccurring. My eyes are getting more and more sensitive I have quite a few headaches my body aches. I have diarrhea every morning I am tired quite often and just generally don't have a ton of energy. I have been tested for numerous things bloodwork, thyroid. With no results I have a test coming up to examine my throat stomach and intestinal tract after this I'm thinking these implants need to go. I am a fit small (B)(6) pound 5 foot five woman, and it just doesn't seem right this energy loss and general feeling unwell. FDA safety report ID# (B)(4).